Event description:
It was reported that during a ptca treatment procedure, the maverick otw 15/2.5 mm balloon ruptured at 13 atms. The maverick otw balloon was removed and replaced with another maverick otw 15/2.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.